Manufacturer narrative:
This incident took place in (B)(6) however these units were sold throughout the united states. Savaria has sent a technical announcement advising all known companies of this hazard and recommended immediate action to correct. We have included a suggested method to correct this fault and given contact information if they have any questions. We have also asked that they pass this information along to anyone who may come in contact with equipment of the design.

Event description:
While in operation travelling in the up direction from the lower landing the front tower cover hooked on the car sling pushing the panel upward. The middle of 3 panels came detached and slid down the front of the tower. The user was pushing the up direction button with his hand on the grabrail. The tower cover came down onto the handle and severed his finger.